Event description:
The customer reported a ventilator was not running on alternate current (ac) power and not charging battery. Patient involvement information is unknown but has been requested. No patient or user harm was reported. The device was evaluated by the customer and a philips remote service engineer (rse). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was evaluated by the customer and a philips field service engineer (fse). The fse advised the customer that they may need to replace the power management (pm) board and provided the part identification number. However, the repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered power management (pm) board aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
H10: the field service engineer (fse) evaluated the unit and confirmed the reported problem. The fse reviewed service manual, diagnostic logs, and found 120 volts going into the power supply but no volts going out of the power supply. The fse replaced the power supply, issue was resolved. Unit successfully passed all required tests. Unit was returned to customer for use.

Manufacturer narrative:
H10: the customer reported that the device was not in patient use when the issue was discovered. There was no patient or user harm reported. It was reported that the technician identified the issue while performing the performance maintenance (pm).